Event description:
It was reported that the pump touchscreen was cracked, unresponsive and unreadable customer¿s blood glucose level was 213 mg/dl. A replacement pump was sent to the customer to resolve the issue, the customer used manual dose injection for insulin therapy.